Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers alleged, the cup broke loose and moved causing severe pain. Additionally, it is alleged that during the revision surgery, the surgeon found discoloration of the tissue around the hip implant.